Event description:
It was reported that tip break occurred. The target lesion was located in the left lower limb. An angiojet solent omni catheter was used in a thrombectomy procedure. During the procedure, the physician primed the catheter and the catheter worked normally under the power pulse mode. Within 20 seconds of being in thrombectomy mode, the device showed a check saline supply error message. The error alerted twice so the catheter was withdrawn. After withdrawal the tip of the catheter was found to be fractured. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.

Manufacturer narrative:
D4: lot number - is being updated as per device evaluation. The lot number of the returned product was narrowed down to one of the following finished good batches: 26417753 or 26416267. Device evaluated by MFR: returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. The tip showed severe stretching 4cm from the tip; however, no separation was noticed. Under microscopic analysis it was noticed the hypotube was broken 2.5cm from the tip. Functional testing could not be completed due to the severe damage. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that tip break occurred. The target lesion was located in the left lower limb. An angiojet solent omni catheter was used in a thrombectomy procedure. During the procedure, the physician primed the catheter and the catheter worked normally under the power pulse mode. Within 20 seconds of being in thrombectomy mode, the device showed a check saline supply error message. The error alerted twice so the catheter was withdrawn. After withdrawal the tip of the catheter was found to be fractured. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.